Event description:
Pt to emergency dept with acute myocardial infarction. Tpa (90 min protocol) ordered. Saline lock established to right inner wrist with #20 by rn. Tpa 15 mg IV bolus given then infusion started via MFR's IV pump by rn. One hr later pump alarm sounded, showing large infiltration to right forearm. IV discontinued and compression dressing applied. IV was infusing at 35 mg/hr. Most of tpa infiltrated into tissues. Instructions given for care of IV infiltrate site. Surgical consult done per instructions of drug MFR. Pump removed from svc immediately.